Event description:
Reporter indicated that three vns pts experienced a flurry of seizures a few days after device was programmed to off and then back to on for either an MRI scan surgery. It was reported that all three pts were hospitalized as a result of the flurry of seizures, and that one pt went into status epilepticus. Reporting physician indicated that when devices were programmed to off, the normal mode output current was set to 0ma with an off time of 180 minutes. Two of the pts underwent an MRI procedure and their devices were programmed back to on right after the procedure. The third pt's device was programmed back to on approx 24-36 hours after a surgical procedure. It is not known whether it was the surgical pt or one of the MRI pts that went into status epilepticus. Investigation to date has been unable to determine the cause of the reported events or whether the events are related to the vns therapy.